Event description:
Additional information was received from the patient. They reiterated already reported symptoms from previous call. They also state the night prior they were getting up every hour to void. They were not experiencing 50% or better reduction in symptoms. They noted experiencing a 75% reduction in symptoms during the trial, but symptoms returned following implant. The also reiterated speaking with rep a few days after implant and being told they needed to allow the body time to heal. Patient confirmed they were on program 1 at 4.6, they stated they only felt the tingling when they needed to void, when they were done they did not feel it. [Omitted information from pe (B)(4): issues recharging]

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications of use. It was reported that patient said friday he got a notification that the stimulator was at 20% and needed to be charged. Patient was told not to recharge for two weeks. Friday evening him and his wife spent two hours trying to connect the recharger to the handset. Now the battery is down to 0% since saturday and not stimulation. Patient called the rep on friday after 7pm (october 29) and left a brief voicemail. The patient reported a 1707/coupling issues error. The following troubleshooting steps were performed; reset the recharger, dismissed code 3167 and 1707, located the ins by looking for incision and/or palpating the ins, repositioned the recharger, apply comfortable pressure to the recharger or consider tightening the recharging belt. Recommended the patient sit down instead of stand. Patient said he can feel the stimulation while he is trying to connect the recharger. Patient had the recharger over the lead incision he didn't realize the stimulator was in buttocks. Patient said they were supposed to put the stimulator on the left side and put it on the right side. Resolved the issue of patient not being able to charge. Patient was able to charge:10% charge, excellent connection, my therapy on. Patient read an article on how to get the best therapy. It said you should turn the therapy up as high as you can tolerate not higher then that. He sent text to rep on october 27, and then sent her the article excerpt the next day . Patient said he hadn't touched the settings since he was in recovery. Last monday (october 25) then he said maybe 3-4 days after implant he was voiding every 5-10 minutes. During the day he was voiding 2-3 times an hour minimum. Happened a few days, after surgery, they would go through periods of 2-3 hours where patient was voiding every 5-10 minute. During the day it made a huge difference that he was voiding between hour and hour and half, and that doesn't seem like much but that was his normal before he had his prostate issues. Patient said he has sleep apnea and has a c-pap machine. With the c-pap at night he is getting up every 1-3 hours to void. That was the same range he was in prior to the stimulator surgery. The doctor said that is because of the c-pap machine and that is not going to change his urge to void when he wakes up. One thing he notice when he turned up the stimulation higher it was more difficult to urinate. He would had to help the urine along by straining. If he lowered the level it would do it normally. He turned it down to a level in-between 3.4 or something. Before it was in the 4's. No further complications were reported.